Event description:
A caller reported experiencing a cgm error 42 multiple times on their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, advising the customer to obtain a compatible sensor from their healthcare provider since the new pump would not support the current fsl2+ sensor. The customer was instructed to store the defective pump and return it to tandem, with instructions provided for storage mode. A replacement pump was dispatched, and the customer acknowledged they would need to program their settings into the new device.